Event description:
It was reported that during an endoscopic procto-colectomy procedure, the device fired malformed staples. Add'l or time was needed to hand sew the entire area. There were no pt consequences.